Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
Initially, the customer reported that the autopulse platform (sn (B)(6) is out of service and needs repair. Upon follow-up with zoll tech support, the customer stated that the autopulse platform displayed an unknown error code during shift check. No patient involvement.